Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n485432, implanted: (B)(6) 2015, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported she was "having trouble and could not see the screen on her remote". It was causing the pump to "not work right." The indication for use was spinal pain. Drug information on the medication being delivered by the system was unknown. It was unknown when the patient first started experiencing the issue. The cause of the issue was unknown. The patient's symptoms, actions taken to resolve the issue, and the patient's outcome were all unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.